Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: japan. This medwatch is being filed to relay additional information. Visual inspection of the used carriers determined the ridging was larger but it was determined it is not possible to measure the feature dimension accurately and the carriers can change after use. Lot identification is necessary for review of device history records, and lot identification was not provided. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Initial reporter name and address: telephone number (B)(6). The customer has indicated that the device is in process of being returned to the manufacturer for evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed. Multiple MDR reports were filed for this event, please see associated report: 0001526350-2023-00312, 0001526350-2023-00313, and 0001526350-2023-00310.

Event description:
It was reported that during surgery, the surgeon indicated that the dents on the surface of the product appear to be different compared to a normal one. Therefore, the surgeon used a back up product for the surgery. There was no harm or injury reported. There was a 0-15 minute delay to the procedure to prepare an alternate device. Due diligence is complete and no additional information is available. No adverse events were reported as a result of this malfunction.